Event description:
It was reported that the device was in use on an intubated, 4 week old preterm patient undergoing peritoneal dialysis in the neonatal intensive care unit (NICU). The patient had been hospitalized for 33 days. According to the report, the device generated alarms between 00:01 and 04:00 on (b)(6) 2026. During this period, a deterioration in the patients condition was noted. The patient subsequently died on (b)(6)2026 at approximately 04:00.The customer requested a review of the device logs for validation and confirmation.When asked whether a pump failure or malfunction was suspected, the customer responded no. However, it was reported that it is unknown whether the device caused or contributed to the adverse event.Per customer's report, the pump was programmed: Manual Basic Infusion Rate=8.5; VTBI=181.755 (b)(6)2026, 11:51:40PM fluid set up. First Alarm - Patient Side Occlusion 12:37:54 AM, (b)(6) 2026 Volume infused : 47.962 Infusion restarted 12:38:00 AM. Second Alarm Patient Side Occlusion 12:50:38 AM, (b)(6)2026 Volume infused 49.713 Infusion restarted 12:50:41 AM. Occlusion alarm continues then infusion restarted from 1AM 3:22 AM, (b)(6) 2026.The customer declined to provide additional information despite multiple follow up attempts.

Manufacturer narrative:
THE EVENT LOGS HAVE BEEN RECEIVED AND THE EVALUATION IS PENDING. A FOLLOW UP REPORT WILL BE SUBMITTED WITH INVESTIGATION RESULTS ONCE THE EVALUATION HAS BEEN COMPLETED. PER 803.52(F)(11)(III) THE INFORMATION PROVIDED REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. THE COMPLAINANT OR REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO THE MANUFACTURER.

Event description:
IT WAS REPORTED THAT THE DEVICE WAS IN USE ON AN INTUBATED, 4-WEEK-OLD PRETERM PATIENT UNDERGOING PERITONEAL DIALYSIS IN THE NEONATAL INTENSIVE CARE UNIT (NICU). THE PATIENT HAD BEEN HOSPITALIZED FOR 33 DAYS. ACCORDING TO THE REPORT, THE DEVICE GENERATED ALARMS BETWEEN 00:01 AND 04:00 ON (B)(6) 2026. DURING THIS PERIOD, A DETERIORATION IN THE PATIENT CONDITION WAS NOTED. THE PATIENT SUBSEQUENTLY DIED ON (B)(6) 2026 AT APPROXIMATELY 04:00. THE CUSTOMER REQUESTED A REVIEW OF THE DEVICE LOGS FOR VALIDATION AND CONFIRMATION. WHEN ASKED WHETHER A PUMP FAILURE OR MALFUNCTION WAS SUSPECTED, THE CUSTOMER RESPONDED NO. HOWEVER, IT WAS REPORTED THAT IT IS UNKNOWN WHETHER THE DEVICE CAUSED OR CONTRIBUTED TO THE ADVERSE EVENT. PER CUSTOMER'S REPORT, THE PUMP WAS PROGRAMMED: MANUAL BASIC INFUSION RATE=8.5; VTBI=181.755 ON (B)(6) 2026, 11:51:40PM FLUID SET UP. FIRST ALARM - PATIENT SIDE OCCLUSION 12:37:54 AM, ON (B)(6) 2026 VOLUME INFUSED: 47.962 INFUSION RESTARTED 12:38:00 AM. SECOND ALARM PATIENT SIDE OCCLUSION 12:50:38 AM, ON (B)(6) 2026 VOLUME INFUSED 49.713 INFUSION RESTARTED 12:50:41 AM. OCCLUSION ALARM CONTINUES THEN INFUSION RESTARTED FROM 1AM 3:22 AM, ON (B)(6) 2026. THE CUSTOMER DECLINED TO PROVIDE ADDITIONAL INFORMATION DESPITE MULTIPLE FOLLOW UP ATTEMPTS.

Event description:
IT WAS REPORTED THAT THE DEVICE WAS IN USE ON AN INTUBATED, 4 WEEK OLD PRETERM PATIENT UNDERGOING PERITONEAL DIALYSIS IN THE NEONATAL INTENSIVE CARE UNIT (NICU). THE PATIENT HAD BEEN HOSPITALIZED FOR 33 DAYS. ACCORDING TO THE REPORT, THE DEVICE GENERATED ALARMS BETWEEN 00:01 AND 04:00 ON (B)(6) 2026. DURING THIS PERIOD, A DETERIORATION IN THE PATIENTS CONDITION WAS NOTED. THE PATIENT SUBSEQUENTLY DIED ON (B)(6) 2026 AT APPROXIMATELY 04:00. THE CUSTOMER REQUESTED A REVIEW OF THE DEVICE LOGS FOR VALIDATION AND CONFIRMATION. WHEN ASKED WHETHER A PUMP FAILURE OR MALFUNCTION WAS SUSPECTED, THE CUSTOMER RESPONDED NO. HOWEVER, IT WAS REPORTED THAT IT IS UNKNOWN WHETHER THE DEVICE CAUSED OR CONTRIBUTED TO THE ADVERSE EVENT. PER CUSTOMER'S REPORT, THE PUMP WAS PROGRAMMED: MANUAL BASIC INFUSION RATE=8.5; VTBI=181.755 (B)(6) 2026, 11:51:40PM FLUID SET UP. FIRST ALARM - PATIENT SIDE OCCLUSION 12:37:54 AM, (B)(6) 2026 VOLUME INFUSED : 47.962 INFUSION RESTARTED 12:38:00 AM. SECOND ALARM PATIENT SIDE OCCLUSION 12:50:38 AM, (B)(6) 2026 VOLUME INFUSED 49.713 INFUSION RESTARTED 12:50:41 AM. OCCLUSION ALARM CONTINUES THEN INFUSION RESTARTED FROM 1AM 3:22 AM, (B)(6) 2026. THE CUSTOMER DECLINED TO PROVIDE ADDITIONAL INFORMATION DESPITE MULTIPLE FOLLOW UP ATTEMPTS.

Manufacturer narrative:
CORRECTION: MANUFACTURER NARRATIVE. INVESTIGATION SUMMARY: THE REPORTED INCIDENT OF PATIENT SIDE OCCLUSION ALARMS OCCURRING DURING AN INFUSION WAS CONFIRMED THROUGH REVIEW OF THE LOGS BUT WAS NOT REPLICATED DURING DEVICE TESTING SINCE THE DEVICES WERE NOT RETURNED FOR INVESTIGATION. THE DEVICES WERE NOT RETURNED FOR INVESTIGATION; THEREFORE, NO EXTERNAL INSPECTION, INTERNAL INSPECTION, OR TESTING COULD BE PERFORMED. THE INITIAL INFUSION OF AN UNKNOWN FLUID (DRUG COULD NOT BE CONFIRMED SINCE DATA SET WAS NOT RECEIVED) WAS PROGRAMMED AND STARTED AT 6:55 PM, WITH AN INFUSION RATE OF 8.3 ML/HR AND A VOLUME TO BE INFUSED (VTBI) OF 223.2 ML. BETWEEN 6:56 PM AND 10:31 PM, THE RATE WAS CHANGED TWICE (TO 8.4 ML/HR AT 7:01 PM AND 8.6 ML/HR AT 7:30 PM) AFTER AN OCCLUSION ALARM AT 6:56 PM, AND THREE MORE PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED IN THIS TIME. THE RATE WAS CHANGED AGAIN AT 11:51 PM TO 8.5 ML/HR. ON (B)(6) 2026, BETWEEN 12:37 AM AND 3:05 AM, APPROXIMATELY NINETY-THREE (93) PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED. EACH ALARM WAS PRECEDED BY AN INFUSION AUTO-RESTART AND FOLLOWED BY A MANUAL RESTART. AT 3:09 AM, A CHANNEL MALFUNCTION WAS OBSERVED AND WAS REMEDIATED BY DETACHING AND REATTACHING THE UNIT. THE PREVIOUS INFUSION WAS PROGRAMMED AND STARTED AGAIN WITH A VTBI OF 160 ML AT 3:11 AM. BETWEEN 3:11 AM AND 3:16 AM, FOUR (4) PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED. THEN, AT 3:16 AM, FOUR (4) SUBSEQUENT SAFETY CLAMP OPEN ALARMS WERE OBSERVED, FOLLOWED BY A DOOR OPENED AND A DOOR CLOSED ALARM, THE INFUSION WAS THEN RESUMED. AT 5:02 AM, THE RATE WAS CHANGED TO 6.5 ML/HR AND THE INFUSION CONTINUED UNTIL THE UNIT WAS CHANNELED OFF AT 4:08 PM. THE TOTAL VOLUME INFUSED (TVI) BETWEEN (B)(6) 2026 AT 12:37 AM AND 4:08 PM WAS CALCULATED AT 92.089 ML. THE TVI THAT WOULD HAVE INFUSED WITHOUT ANY INTERRUPTIONS DURING THIS PERIOD WAS CALCULATED AT APPROXIMATELY 109.692 ML, REPRESENTING A DIFFERENCE OF 17.6026 ML. THE SYSTEM WAS POWERED ON AGAIN AT 4:09 PM AND THE INFUSION FOR THE UNKNOWN FLUID (DRUGID 279) WAS PROGRAMMED AGAIN AT A RATE OF 5.5 ML/HR AND A VTBI OF 146.4 ML. THE SYSTEM WAS POWERED OFF AND ON AGAIN AT 7:10 PM AFTER TWO (2) PATIENT SIDE OCCLUSION ALARMS AND A RATE CHANGE TO 5.6 ML/HR. AT 7:11 PM THE SYSTEM WAS POWERED ON ONCE MORE WITH THE SAME UNKNOWN FLUID PROGRAMMED AND STARTED AT A RATE OF 5.6 ML/HR AND A VTBI OF 150 ML. THE RATE WAS MANUALLY INCREASED TO 5.9 ML/HR AT 7:17 PM AND THEN DECREASED BACK TO 5.6 ML/HR AT 8:53 PM. THE INFUSION WAS STOPPED AT 11:34 PM, WHEN THE SYSTEM WAS POWERED OFF AFTER A DOOR OPEN AND CHECK IV SET ALARM. THREE (3) PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED BETWEEN 7:11 PM AND 11:34 PM. A REVIEW OF THE SUSPECT ERROR LOGS COULD NOT BE PERFORMED SINCE THEY WERE NOT RECEIVED FOR THIS INVESTIGATION. THE BD ALARIS¿ SYSTEM WITH GUARDRAILS USER MANUAL (V12.1.1) STATES THE FOLLOWING: USE THE LOWEST OCCLUSION PRESSURE SETTINGS WHEN INFUSING AT LOW OR VERY LOW FLOW RATES. HIGH OCCLUSION PRESSURE SETTINGS RESULT IN LONGER TIME TO ALARM WHEN AN OCCLUSION OCCURS, WHICH IS OF PARTICULAR IMPORTANCE FOR LOW, VERY LOW, AND EXTREMELY LOW BIRTH WEIGHT NEONATES. THE OPTIMAL OCCLUSION ALARM LIMIT SETTING ACHIEVES A BALANCE BETWEEN THE RISK OF FALSE ALARMS AND TIMELY RESPONSE TO OCCLUSIONS. TO AVOID INTERRUPTIONS IN THERAPY, THE LIMIT SHOULD BE SET AT A VALUE HIGHER THAN THE EXPECTED ACTUAL WORKING PRESSURE, WHICH WILL ALLOW NORMAL EVENTS SUCH AS PATIENT MOVEMENT AND TITRATIONS TO OCCUR WITHOUT ALARMS. THE WORKING PRESSURE PRESENTED TO A PUMP BY THE IV CANNULA DEPENDS ON SEVERAL FACTORS: COMBINED RATE OF ALL INFUSIONS RUNNING INTO A SINGLE VASCULAR ACCESS POINT, RESISTANCE OF THE FLUID PATH, ELEVATION DIFFERENTIAL, AND VASCULAR PRESSURE DYNAMICS. RESISTANCE TO FLOW IS DETERMINED BY THE CATHETER¿S LENGTH AND INNER DIAMETER, AND THE VISCOSITY OF THE FLUID. KINKING AND CLOTTING MIGHT ALSO ELEVATE THE RESISTANCE TO FLOW OVER TIME. THE DEVICE WAS REPORTEDLY IN USE FOR TREATMENT PURPOSES AS INTENDED PER 21 CFR 820.198 (D)(2). ROOT CAUSE: THE ROOT CAUSE FOR THE REPORTED ISSUE OF PATIENT SIDE OCCLUSION ALARMS OCCURRING DURING AN INFUSION WAS NOT DETERMINED. INSPECTION AND LABORATORY TESTING OF THE DEVICES COULD NOT BE PERFORMED BECAUSE THEY WERE NOT RETURNED FOR INVESTIGATION. THE INFORMATION PROVIDED BY THE FACILITY IS INSUFFICIENT TO DETERMINE A ROOT CAUSE FOR THE REPORTED OCCLUSION ALARMS. PER 803.52(F)(11)(III) THE INFORMATION PROVIDED REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. THE COMPLAINANT OR REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO THE MANUFACTURER.

Manufacturer narrative:
B1: Adverse Event and Product Problem.Omit: A0709 - Device Sensing Problem (2917), G0301204 - Pressure Sensor, C16 - Manufacturing Process Problem Identified, D0302 - Quality Control Deficiency.Additional Information: IMDRF Annex C, D codes and Manufacturer Narrative.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
IT WAS REPORTED THAT THE DEVICE WAS IN USE ON AN INTUBATED, 4 WEEK OLD PRETERM PATIENT UNDERGOING PERITONEAL DIALYSIS IN THE NEONATAL INTENSIVE CARE UNIT (NICU). THE PATIENT HAD BEEN HOSPITALIZED FOR 33 DAYS. ACCORDING TO THE REPORT, THE DEVICE GENERATED ALARMS BETWEEN 00:01 AND 04:00 ON (B)(6) 2026. DURING THIS PERIOD, A DETERIORATION IN THE PATIENTS CONDITION WAS NOTED. THE PATIENT SUBSEQUENTLY DIED ON (B)(6) 2026 AT APPROXIMATELY 04:00. THE CUSTOMER REQUESTED A REVIEW OF THE DEVICE LOGS FOR VALIDATION AND CONFIRMATION. WHEN ASKED WHETHER A PUMP FAILURE OR MALFUNCTION WAS SUSPECTED, THE CUSTOMER RESPONDED NO. HOWEVER, IT WAS REPORTED THAT IT IS UNKNOWN WHETHER THE DEVICE CAUSED OR CONTRIBUTED TO THE ADVERSE EVENT. PER CUSTOMER'S REPORT, THE PUMP WAS PROGRAMMED: MANUAL BASIC INFUSION RATE=8.5; VTBI=181.755 (B)(6) 2026, 11:51:40PM FLUID SET UP. FIRST ALARM - PATIENT SIDE OCCLUSION 12:37:54 AM, (B)(6) 2026 VOLUME INFUSED : 47.962 INFUSION RESTARTED 12:38:00 AM. SECOND ALARM PATIENT SIDE OCCLUSION 12:50:38 AM, (B)(6) 2026 VOLUME INFUSED 49.713 INFUSION RESTARTED 12:50:41 AM. OCCLUSION ALARM CONTINUES THEN INFUSION RESTARTED FROM 1AM 3:22 AM, (B)(6) 2026. THE CUSTOMER DECLINED TO PROVIDE ADDITIONAL INFORMATION DESPITE MULTIPLE FOLLOW UP ATTEMPTS.

Manufacturer narrative:
OMIT: AGE AT TIME OF EVENT, AGE UNIT, C20 - NO FINDINGS AVAILABLE, D15 - CAUSE NOT ESTABLISHED. ADDITIONAL INFORMATION: IMDRF ANNEX A, B, C, D, G CODES AND MANUFACTURER NARRATIVE. A DEVICE HISTORY RECORD, COMPLAINT HISTORY REVIEW, AND RISK REVIEW ON FAILURE MODES ARE PERFORMED ON EACH DEVICE WITH REPORTABLE MALFUNCTION(S) ALONG WITH OTHER METHODS OF INVESTIGATION AS CODED IN SECTION H6 OF THIS MDR REPORT. INVESTIGATION SUMMARY: THE REPORTED INCIDENT OF PATIENT SIDE OCCLUSION ALARMS OCCURRING DURING AN INFUSION WAS CONFIRMED THROUGH REVIEW OF THE LOGS BUT WAS NOT REPLICATED DURING DEVICE TESTING SINCE THE DEVICES WERE NOT RETURNED FOR INVESTIGATION. THE DEVICES WERE NOT RETURNED FOR INVESTIGATION; THEREFORE, NO EXTERNAL INSPECTION, INTERNAL INSPECTION, OR TESTING COULD BE PERFORMED. THE INITIAL INFUSION OF AN UNKNOWN FLUID (DRUG COULD NOT BE CONFIRMED SINCE DATA SET WAS NOT RECEIVED) WAS PROGRAMMED AND STARTED AT 6:55 PM, WITH AN INFUSION RATE OF 8.3 ML/HR AND A VOLUME TO BE INFUSED (VTBI) OF 223.2 ML. BETWEEN 6:56 PM AND 10:31 PM, THE RATE WAS CHANGED TWICE (TO 8.4 ML/HR AT 7:01 PM AND 8.6 ML/HR AT 7:30 PM) AFTER AN OCCLUSION ALARM AT 6:56 PM, AND THREE MORE PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED IN THIS TIME. THE RATE WAS CHANGED AGAIN AT 11:51 PM TO 8.5 ML/HR. ON (B)(6) 2026, BETWEEN 12:37 AM AND 3:05 AM, APPROXIMATELY NINETY-THREE (93) PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED. EACH ALARM WAS PRECEDED BY AN INFUSION AUTO-RESTART AND FOLLOWED BY A MANUAL RESTART. AT 3:09 AM, A CHANNEL MALFUNCTION WAS OBSERVED AND WAS REMEDIATED BY DETACHING AND REATTACHING THE UNIT. THE PREVIOUS INFUSION WAS PROGRAMMED AND STARTED AGAIN WITH A VTBI OF 160 ML AT 3:11 AM. BETWEEN 3:11 AM AND 3:16 AM, FOUR (4) PATIENT SIDE OCCLUSION ALARMS WERE OBSERVED. THEN, AT 3:16 AM, FOUR (4) SUBSEQUENT SAFETY CLAMP OPEN ALARMS WERE OBSERVED, FOLLOWED BY A DOOR OPENED AND A DOOR CLOSED ALARM, THE INFUSION WAS THEN RESUMED. AT 5:02 AM, THE RATE WAS CHANGED TO 6.5 ML/HR AND THE INFUSION CONTINUED UNTIL THE UNIT WAS CHANNELED OFF AT 4:08 PM. THE TOTAL VOLUME INFUSED (TVI) BETWEEN 10MAR2026 AT 12:37 AM AND 4:08 PM WAS CALCULATED AT 92.089 ML. THE TVI THAT WOULD HAVE INFUSED WITHOUT ANY INTERRUPTIONS WITHIN THIS TIME RANGE WAS ESTIMATED AT 109.692 ML. A REVIEW OF THE SUSPECT ERROR LOGS COULD NOT BE PERFORMED SINCE THEY WERE NOT RECEIVED FOR THIS INVESTIGATION. THE BD ALARIS¿ SYSTEM WITH GUARDRAILS USER MANUAL (V12.1.1) STATES THE FOLLOWING: USE THE LOWEST OCCLUSION PRESSURE SETTINGS WHEN INFUSING AT LOW OR VERY LOW FLOW RATES. HIGH OCCLUSION PRESSURE SETTINGS RESULT IN LONGER TIME TO ALARM WHEN AN OCCLUSION OCCURS, WHICH IS OF PARTICULAR IMPORTANCE FOR LOW, VERY LOW, AND EXTREMELY LOW BIRTH WEIGHT NEONATES. THE OPTIMAL OCCLUSION ALARM LIMIT SETTING ACHIEVES A BALANCE BETWEEN THE RISK OF FALSE ALARMS AND TIMELY RESPONSE TO OCCLUSIONS. TO AVOID INTERRUPTIONS IN THERAPY, THE LIMIT SHOULD BE SET AT A VALUE HIGHER THAN THE EXPECTED ACTUAL WORKING PRESSURE, WHICH WILL ALLOW NORMAL EVENTS SUCH AS PATIENT MOVEMENT AND TITRATIONS TO OCCUR WITHOUT ALARMS. THE WORKING PRESSURE PRESENTED TO A PUMP BY THE IV CANNULA DEPENDS ON SEVERAL FACTORS: COMBINED RATE OF ALL INFUSIONS RUNNING INTO A SINGLE VASCULAR ACCESS POINT, RESISTANCE OF THE FLUID PATH, ELEVATION DIFFERENTIAL, AND VASCULAR PRESSURE DYNAMICS. RESISTANCE TO FLOW IS DETERMINED BY THE CATHETER¿S LENGTH AND INNER DIAMETER, AND THE VISCOSITY OF THE FLUID. KINKING AND CLOTTING MIGHT ALSO ELEVATE THE RESISTANCE TO FLOW OVER TIME. THE DEVICE WAS REPORTEDLY IN USE FOR TREATMENT PURPOSES AS INTENDED PER 21 CFR 820.198 (D)(2). ROOT CAUSE: THE ROOT CAUSE FOR THE REPORTED ISSUE OF PATIENT SIDE OCCLUSION ALARMS OCCURRING DURING AN INFUSION WAS NOT DETERMINED. INSPECTION AND LABORATORY TESTING OF THE DEVICES COULD NOT BE PERFORMED BECAUSE THEY WERE NOT RETURNED FOR INVESTIGATION. THE INFORMATION PROVIDED BY THE FACILITY IS INSUFFICIENT TO DETERMINE A ROOT CAUSE FOR THE REPORTED OCCLUSION ALARMS. PER 803.52(F)(11)(III) THE INFORMATION PROVIDED REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. THE COMPLAINANT OR REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO THE MANUFACTURER.